Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was insufficient vacuum and the handpiece got hot during a procedure. The procedure was completed with an alternate handpiece. There was no patient contact and no patient harm.

Manufacturer narrative:
Additional information has been provided: the phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully; however, system message (sm) - [u/s hp failure - handpiece voltage low (short circuit)] displayed when attempting a five minute burn-in with the system set at 100% ultrasonic and torsional power. No further functional testing could be performed for temperature. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The testing found the phaco handpiece to meet product specifications for aspiration. Therefore, the customer reported event of poor aspiration/vacuum could not be confirmed. The customer reported event of a hot handpiece was unable to be confirmed, as the temperature test could not be performed due to the sm [u/s hp failure - handpiece voltage low (short circuit)] displayed during burn-in. The unrelated sm [u/s hp failure - handpiece voltage low (short circuit)] was caused by moisture ingress within the electrode chamber; however, how or when moisture entered the handpiece remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).